Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had audio vibrate anomaly. Customer¿s blood glucose was 136 mg/dl at the time of incident. Device will be returned for analysis.

Manufacturer narrative:
No audio/vibrate anomaly/absence of alarm confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.